Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the touchscreen unresponsive. There was no report of patient involvement.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended replacing the touch-frame printed circuit board (pcb). (B)(4).